Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that restenosis occurred. The patient was enrolled in the (B)(6) study on (B)(6) 2016 and the index procedure was performed on the same day. The target lesion was located in the left distal superficial femoral artery (sfa) with 99% stenosis and was 35 mm long with a proximal reference vessel diameter of 5.00 mm and distal vessel diameter of 5.00 mm and was classified as tasc ii a lesion. The lesion was treated with pre-dilatation and a 6 mm x 60 mm eluvia study stent was placed. Post dilatation, the residual stenosis was 0%. On (B)(6) 2016, the patient was discharged on dual anti-platelet medication. On (B)(6) 2019, the patient was noted to have restenosis in the stent in the left sfa. On (B)(6) 2019, the patient was hospitalized for further evaluation. On the same day, the 95% in-stent restenosis (isr) noted in the left distal sfa was treated with balloon angioplasty with 20% residual stenosis.